Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the stopcock disconnected from the one-link of a one-link connector catheter extension set. The reporter stated when the medication syringe plunger was depressed the stopcock popped off the one-link and spilled the medication. There was no report of patient injury or medical intervention associated with this event. No additional information is available.